Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to elevated cobalt and chromium ion levels and pseudotumor. The femoral head and liner were revised to a ceramic head with sleeve, adm/ mdm poly insert, and mdm metal liner. Rep was not present for the surgery and isn't aware if there are any allegations (beyond normal wear) of the insert.